Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare as investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported a leak greater than 4.5lpm. There was no report of patient involvement.